Event description:
It was reported that during a da vinci partial nephrectomy surgical procedure, a torn wire on the joint of the fenestrated bipolar forceps instrument was identified along with bent pins. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch up cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. Intuitive surgical inc., (isi) has conducted a device history record review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis if to recur could cause or contribute to an adverse event.